Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transseptal transcatheter mitral valve replacement procedure the first valve was initially implanted successfully. During evaluation, it was felt that the valve may have slipped a bit towards the left ventricle. Portions of the valve were at or near 100:0 (ventricle/aorta) but not the entire valve. The position was more 95:5 for other parts which allowed time for the team to implant a second valve. The decision was made to anchor the original implant with a second valve placed more atrial. The second valve was successfully implanted at the desired location. The second valve landed approximately 85% ventricular and 15% atrial. The mitral valve annulus has a level of compliance and was not 100% covered in calcium. Examination later showed no migration of the valve after the implant. Case was discontinued and patient returned to their room after the successful implant.

Manufacturer narrative:
Added a.2 and corrected b.7 with additional information received. Medical records were received for evaluation. Patient presented with severe symptomatic mitral stenosis with extensive mitral annular calcification (mac). They were not a surgical candidate and were referred for off label valve in mac procedure. Under general anesthesia, the patient had a 26 mm sapien 3 ultra in the mitral position via right femoral vein transfemoral approach. The records confirm that after deployment, the valve appeared slightly more ventricular than expected. A second valve was placed more atrial. There was no significant outflow obstruction. The implant was a success with no further intervention needed. No edwards device malfunctions were listed. The patient was taken to pacu in stable condition. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transseptal transcatheter mitral valve replacement procedure the first valve was initially implanted successfully. During evaluation, it was felt that the valve may have slipped a bit towards the left ventricle. Portions of the valve were at or near 100:0 (ventricle/aorta) but not the entire valve. The position was more 95:5 for other parts which allowed time for the team to implant a second valve. The decision was made to anchor the original implant with a second valve placed more atrial. The second valve was successfully implanted at the desired location. The second valve landed approximately 85% ventricular and 15% atrial. The mitral valve annulus has a level of compliance and was not 100% covered in calcium. Examination later showed no migration of the valve after the implant. Case was discontinued and patient returned to their room after the successful implant.

Manufacturer narrative:
Added information to h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. No device was returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review (DHR), lot history review, or manufacturing mitigation review are required. It should be noted that the thv was implanted in native mitral position for this case. The sapien 3 ultra (s3u) transcatheter heart valve with the commander delivery system was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, native mitral valve with an annuloplasty ring replacement only at the time of original implantation. So, it was off-label for native mitral valve replacement. The IFU in this section is for tf (transfermoral) procedure in the native aortic position and was reviewed for relevant guidance for an s3u implant using a commander delivery system. Use fluoroscopy to visualize the thv during positioning. Obtain the determined coplanar fluoroscopic view. Position thv coaxially and centered within the native annulus using the flex wheel, wire manipulation and/or slight rotation of the delivery system. Position bottom of center marker at the base of the cusps manually or using the fine adjustment wheel. If center marker is off, adjust accordingly. During valve delivery, verify the correct position of the valve with respect to the target location. Begin valve deployment by unlocking the inflation device provided by edwards lifesciences. Begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. No IFU/training deficiencies were identified. As the valve malposition was unable to be confirmed, a complaint history review is not required. Native mitral valve replacement using the sapien 3 ultra thv (s3u) with the commander delivery system (ds) is not an indicated use at the time of implant. Off label cases are monitored on an annual basis in the post market surveillance and risk management review process. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Additionally, since no edwards defects were identified, no corrective or preventative actions are required. The valve malposition was unable to be confirmed due to unavailability of relevant procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''during a transseptal transcatheter mitral valve replacement procedure the first valve was initially implanted successfully. During evaluation, it was felt that the valve may have slipped a bit towards the left ventricle. Portions of the valve were at or near 100:0 (ventricle/aorta) but not the entire valve. The position was more 95:5 for other parts which allowed time for the team to implant a second valve. The second valve was successfully implanted at the desired location. The second valve landed approximately 85% ventricular and 15% atrial. The mitral valve annulus has a level of compliance and was not 100% covered in calcium''. Per training manual, ''thv should be deployed around 80/20 to 90/10 (aortic/ventricular)'' for aortic or (ventricular/atrium) for mitral. Additionally, native mitral valve was bicuspids, so it was challenged to deploy the valve directly into native mitral valve position as off label operation. As such available information suggests that procedural factors (valve positioning and deployment technique, off label operation) may have contributed to the complaint event.